Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip was missing scale markings. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one sample was received for evaluation. The scale printing is missing therefore failure mode is verified. This was due to a variation in the printer during the scale printing process. The syringe made it through to packaging. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip was missing scale markings. No serious injury or medical intervention was reported.